Event description:
It was reported the pt's (B)(6) recharge burden had increased. In addition, communication could no longer be established between the pt's scs ipg and external device (pt programmer and charging system). Additional external devices were tried to no avail. The ipg was explanted (explant date unk at this time).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.